Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the submitted log file and log file downloaded from the returned system controller (serial number: (B)(6) ); however, the alarm was not reproduced during testing of the returned controller. The log files contained partially overlapping data spanning approximately 3 days combined ((B)(6) 2020 per the timestamp). The log files captured a driveline communication fault alarm from (B)(6) 2020 at 19:31:57 to (B)(6) 2020 at 09:28:06 due to a com_a_fault. The driveline was disconnected on (B)(6) 2020 at 12:35:19 to exchange the system controller and the modular cable. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller functioned as intended during testing and successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided stated that the alarms resolved after the system controller and modular cable were exchanged. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings included: a tear on the outer jacket of the white power cable, the strain reliefs on both power cables were observed to be broken, the software version label was observed to be missing, backup battery fault alarms associated with a bent pin in the backup battery, dim pump running leds, and fluid ingress on the system controller power cables. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting cover all alarms (auditory and visual), including driveline communication fault and backup battery fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 29dec2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had a communication fault alarm. It was cleared and had not come back. It was unknown if the communication faults were dual or single. Reviewed the log file, which captured comm faults starting on (B)(6) 2020. The driveline communication faults persisted throughout the log file. The clinician replaced the primary controller and the modular cable with new primary controller and new modular cable. The communication fault alarms resolved with the controller and modular cable exchange. The patient was home and was to continue to be monitored for any additional alarms. Manufacturer report number of modular cable: 2916596-2021-00003.